Event description:
It was reported that the pacing-dependent patient presented for revision of the right ventricular lead due to over-sensed noise. The noise resulted in high ventricular rate episodes and pacing inhibition. During the procedure, lead insulation damage was observed between the suture sleeve and the lead connector. The lead was capped and replaced on (B)(6) 2022. The patient was discharged.